Event description:
It was reported that this right atrial (ra) lead exhibited undersensing and far field oversensing. The information provided stated that a required intervention was performed. Due to the limited information received, further follow-up to obtain related details was not possible.